Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. During visual inspection a ruptured bladder was identified. The sample was microscopically inspected. The cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor had its reservoir rupture during filling. The device was being filled manually via syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.